Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued a repeated ¿38 - insulin, consecutive stalled motor¿ alert and required a restart, after which the user was advised that therapy would resume with preserved cartridge level, cgm session, settings, history, and algorithm learning. A replacement device was arranged and the original was later returned. Symptoms included elevated blood glucose with the highest reading of ¿high,¿ prolonged hyperglycemia over four hours, heart racing, and thirst. Outcomes included the user switching to backup injection therapy, with no professional medical intervention and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.